Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that during the onyx injection process, after a 2-minute pause, a crack or rupture of the marathon microcatheter was observed in the distal part. The physician noticed it and quickly removed it from the patient without causing injuries. The marathon and any accessories were prepared as indicated in the instructions for use (IFU). The marathon was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.   The patient was undergoing surgery for treatment of a cerebral arteriovenous malformation.. It was noted the patient's vessel tortuo sity was moderate.

Manufacturer narrative:
Product analysis #705886010: ¿ as found condition: the marathon micro catheter was returned for analysis within a shipping box, within a sealed plastic biohazard pouch and within an opened marathon inner pouch. ¿ visual inspection/damage location details: no damages or irregularities were found with the marathon micro catheter hub. A small amount of onyx residue was found within the hub (figure f). The marathon catheter body was found with a pinhole ruptured at ~7.2cm from the distal end with no onyx residue found within the rupture. No bends or kinks were found with the marathon catheter body. The coating was found damaged (scraping/abrasion) at ~1.0cm from the distal end (figure h). No damages or irregularities were found with the distal tip or marker band. Solidified onyx was found in the distal inner lumen. ¿ testing/analysis: the marathon micro catheter total length was measured to be ~173.2cm, the usable length was measured to be ~166.9cm (specification: total (ref) = 170.0cm, usable = 165cm ± 2.5cm). The catheter was flushed, and water exited from the rupture. No water exited the distal end as it was found occluded with onyx. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿catheter rupture with onyx¿ report was confirmed. The rupture occurred due to the onyx solidification in the distal end. This can occur if the onyx comes in contact with blood or saline, if a pause occurred for more than 2 minutes, or if the onyx was not properly mixed. Customer reported a 2-minute pause, devices were prepared per IFU, and vessel tortuosity as moderate. As no other information was reported, the cause for the onyx solidification and rupture could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.